Event description:
It was reported that the device had randomly been making ¿singing¿ sounds. The sounds were barely audible and last about 15-20 seconds. According to the nurse, the sound was coming from the system controller. There were no alarms flashing when the sound was made and most recent alarms did not show anything. The patient was fine when this happened. There were no unusual events recorded in the log file event history. Per nursing stuff, it was thought that it could be the patient's automatic implantable cardioverter-defibrillator (aicd).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown sounds from the system controller (B)(6) was unable to be confirmed. The system controller was not returned for analysis. Submitted log files revealed routine events and did not indicate an issue with the system controller. Pump operation was not affected, and the device appeared to function as intended. The submitted audio file revealed an alarming tone. The observed sound does not appear to be consistent with the system controller; however, it is not conclusively determined. Provided information revealed that the nursing staff that the sound could have been from the automatic implantable cardioverter-defibrillator (aicd) used by the patient. Multiple attempts were made to obtain additional information from the customer regarding the event (including the cause of the sound, if it resolved, patient symptoms, and if any product would be returned); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.